Manufacturer narrative:
Unit received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.